Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was experiencing high blood glucose and the insulin pump has not alarmed. Customer changed reservoir and infusion set. Customer disconnected and delivered a bolus and insulin goes through tubing. Self test was performed. No further information reported.